Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis in good condition. Upon visual inspection, the screen was noted to be scratched. Event history log was attempted to be downloaded with no success. The device was then powered on with alarm ec1260; which is a corruption of the memory of the circuit board. Based on the evidence, the complaint was confirmed as the primary problem was from the circuit board. However, the root cause is unknown. Device passed testing after repair of circuit board.

Event description:
Information was received indicating that a smiths medical cadd-legacy 6400 pump displayed error code 1260. No adverse effects were reported.